Event description:
It was reported that during a trial, while using a medi-therm unit and a single-use blanket filled with water for a pt who had a heart failure and a hypothermia, a leak was quickly observed. The second blanket was also pierced. The medi-therm unit completely emptied into the pt's bed, causing him a severe hypothermia. The medical team changed all the devices present in the room and heated the pt with another generator.

Manufacturer narrative:
Unit not yet returned to MFR for eval; f/u will be issued as necessary based upon investigation results.